Manufacturer narrative:
Failure analysis revealed that all the buttons functioned properly and no button error alarm or moisture damage on keypad traces. The keypad connector was properly locked. The device passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted. The unit had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm and a no delivery alarm on the insulin pump. Blood glucose level was 351 mg/dl earlier in the day of the call. Customer self treated and was able to lower her blood glucose level to 71 mg/dl by the time of the call. No further information was provided.